Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
No defect found during investigation. Only a loose connection at the measuring cable (wear item) was found. The customer has received a cost estimation for a new measuring cable. While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803."

Event description:
In this event it was reported that a propex ii apex locator was giving incorrect measurements. The event outcome is unknown as of this MDR evaluation.